Event description:
The consumer states he is getting an intermittent error code of 7 wrench flashes which is a right motor brake fault.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.